Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The initial reported event was received on (B)(4) 2013. Of note, the reportable malfunction and/or serious injury of undersensing is normally submitted via a bimonthly medwatch report submission that would have been due on (B)(4) 2013. Information was subsequently received on (B)(4) 2013 and revealed that the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. (B)(4).

Event description:
It was reported that undersensing was present on the right ventricular pace/sense lead and that the patient required external high voltage therapy. During lead revision procedure, the right atrial lead was found to have exit block. The right atrial lead and right ventricular pace/sense lead were replaced. The patient was reported to be in a coma and subsequently died. The date of death is not known. Technical review of the ventricular sensed events noted t-wave oversensing (twos) and episodes of ventricular fibrillation.